Event description:
The pt had a 3.5 x 33 mm cypher stent implanted in 2007 without any difficulties. Then, to conduct post-dilation, the stent delivery system was pulled a little to the proximal side and inflated. However, the balloon wouldn't deflate. The physician tried to deflate the balloon four times, but it still would not deflate. Then, he heard the sound of the balloon rupturing. The product was removed from the pt and a high-pressure balloon was used for post-dilation to complete the procedure. There was no reported pt injury. The pt had de novo lesion in the proximal right coronary artery. The lesion was slightly calcified and slightly tortuous with 90% stenosis.

Manufacturer narrative:
Please note: this cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Add'l info will be submitted upon 30 days of receipt.